Event description:
It was reported that the physician indicated recently noticing three different inflatable penile prosthesis (ipp) pump malfunction in the same way. Physician added being able to cycle the devices but the malfunction would happen when trying to recycle. The patient had not undergone a surgical procedure.